Manufacturer narrative:
The cause of the leak was the probe switching valve. Field service engineer (fse) indicated the lee valve was leaking at the sample probe port. Fse replaced the lee valve. (B)(4).

Event description:
Field service engineer (fse) reports the probe switching valve (lee valve) was leaking at the sample probe port of the cytomics fc500 flow cytometer system. The leak was identified as sheath fluid. The volume of the leak was about 1ml and was contained within the instrument. No biohazard exposure to open wounds or mucous membranes was observed. No erroneous results were generated.